Event description:
Customer's wife reported blood glucose results of "either 350 or 400" mg/dl and "around 105 or 106" mg/dl within 10 minutes on the aviva system. Also reported results of 250 mg/dl and 114 mg/dl within 10 minutes on the same system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.